Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient after sending a transmission the nurse stated there was "something wrong with the lead." Follow up was conducted but yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.